Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip the impressions were bad. This occurred 441 times. There was no report of patient impact. The following information was provided by the initial reporter: bad impression: (B)(4) pieces.

Manufacturer narrative:
Investigation summary: it was reported the product had bad impressions. To aid in the investigation, four photos were provided for evaluation by our quality team. Two photos show damaged parts. One photo shows a barrel with printing issues and what appears to be damage. The last photo shows syringe barrels with black specks that appears to be embedded degraded resin. No other defects or imperfections were observed. The scale marking issues could occur if there was a jam during the printing process inducing the symptom reported. A device history record review was completed for provided material number 301033, lot number 2075968. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.